Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual shock lead impedance rise, the lead eventually became out of range but came back to normal measurements. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual shock lead impedance rise, the lead eventually became out of range but came back to normal measurements. The lead remains in service. No adverse patient effects were reported.